Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2012. During the procedure, the surgeon implanted a tibial tray of the incorrect alignment. No revision procedure has been scheduled to date.

Manufacturer narrative:
Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. It is unknown why the surgeon implanted a tibial plate of incorrect alignment. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.